Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A follow up report will be submitted with results of the eval.

Event description:
Customer sent device to service dept for repair because of unregulated flow. Biomed confirmed that device failed during diagnostic testing and there as no pt involvement. Service depot reported that the unit was received missing the platen.